Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The investigation of the reported issue has been finalized. According to the information received from our field service engineer (fse) the ventilator failed pre-use test. The reported issue has been confirmed during evaluation of received problem description. Customer contacted third-party company to perform repair. After repair the ventilator started to work properly. No parts were returned for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined. Based on the information above this customer product complaint will be closed.